Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (intermittent power) issue. It was reported that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission 23-feb-2018 the device has been returned and evaluated by product analysis on 02/12/2018 with the following findings: there were unexplained pump reboot events observed in the black box. The pump was able to power on and complete a 24 hour duration test with no issues. No power interruptions were observed during the investigation. The alleged issue could not be duplicated.